Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had recurring power error detected alarms. Their blood glucose was 6.4 mmol/l at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to non-sleep anomaly software error.